Event description:
During spine procedure the cannula was in place in the pt and the customer indicated the front panel of the unit displayed 'no soft key access'. Upon power-up with probe plugged into the generator, a beep was heard, horizontal standby could be seen and then the display just went to 'smith & nephew' splash using 1.03 software. The customer tried several different probes and still no access. The pt was on the table for 20-minutes and the case was cancelled. Customer did not have a back-up unit and the procedure was rescheduled and completed the following week with no problems. The pt is reported to be doing well.